Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Manufacturer contacted customer on 01/03/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for high blood glucose test results. Anthony, son, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 223, 200, 215 and 247 mg/dl. The customer's expected fasting blood glucose test result range is 60 to 90 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non- fasting and produced test results of 202 and 228 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). She hadn't made any changes to her diet or medication (insulin). No control solution. The reading of 57 that I came across in the meter's memory, she stated that she actually felt as though it was low (she felt out of it) as she describes. No medical intervention was needed at the time. She stated that she ate something, which helped bring her levels up.